Event description:
During repair on (B)(6) 2012 at the service center the service tech found a n-560 with a low audio alarm. The customer had reported that the unit does not work. No pt harm had been reported.

Manufacturer narrative:
Covidien investigation isolated the low audio problem to the main pcb and the board was replaced.